Event description:
It was reported that during reprocessing the da vinci si mega needle driver instrument was noted to have a frayed cable. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip close cable was frayed at the grip hub. The frayed strands stuck out slightly above the hub. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.